Manufacturer narrative:
Additional information: a non medtronic guidewire and sheath were used in the procedure. The irregular noise is believed to have been heard when the cutter was outside of the housing in the open position. The cutter was inside the housing when removed and it was safely removed. No deformation was noted when removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was returned. The device was returned connected to the cutter. No ancillary device or images were returned with the device. The hawkone was removed from the packaging for investigation. Visual inspection revealed the catheter shaft was bent underneath the strain relief; the bend was approximately 45 degrees. The distal housing assembly showed biological debris and dried blood within the distal assembly. Multiple bends were noted in the distal assembly, the bends were located approximately 1.2cm, 2.2cm, and 4.4cm distal to the cutter window. The cutter was retracted into the device window and a bend was noted in the cutter window. The cutter driver was activated and was able to activate successfully. The thumb switch on the returned device was attempted to be advanced, it was noted that the thumb switch would advance; however, the cutter would not advance. Within the slide cover it was noted that the drive shaft was fractured. The drive shaft was bent upwards and was exposed from the handle. The coating at a bend in the drive shaft was damaged and the coil was exposed. The fracture face showed evidence of a ductile fracture and twisting. The reported event of an irregular noise was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using to use a hawkone h1-lx device to treat of a 100mm calcified 90% stenotic lesion in the patient¿s mid right distal superficial femoral artery (sfa)/popliteal. The artery diameter was noted as 5-6mm. Moderate tortuosity and severe calcification were reported. IFU was followed and the device was prepped without issue. It was reported that the device carried out its first pass with no issue. When it was positioned for the next pass the sound of the motor was irregular. The thumbswitch was turned on and off but the sound continued so, it was decided to remove the h1-lx and replace it with a h1-m. The location of the cutter blade was unknown at time of the malfunction and withdrawal of the device from the patient. The procedure was completed successfully with the new hawk. No patient injury was reported.